Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults, will not power on) was isolated to a defective power supply brick, causing there to be no output voltage. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults and would not power on.